Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of hardware low level failures. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with missing retainer and reservoir tube o-ring. The insulin pump alarmed hardware low level failure during self-test and was confirmed in the insulin pump history file due to cold solder joint at u1 keypad assembly. Unable to perform the displacement test and occlusion test due to missing retainer. However, the insulin pump passed rewind test, prime seating test, basic occlusion test, force sensor test, sleep current measurement, and active current measurement. The insulin pump had scratched case, end cap address label faded, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay and minor scratched lcd window.